Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was confirmed by functional test. Functional testing found latch lock and downstream occlusion (dso) sensor was out of specification. The cause was the latch lock and dso sensor. Replaced the latch and dso sensor to correct the problem. After the repair the device passed functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device did not detect when latch was rotated down. The product fault occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.